Event description:
The caller reported via phone call that the customer wore the insulin pump into a swimming pool. The caller reported that the insulin pump had a button error alarm and an unresponsive keypad. Blood glucose level at the time of the call was 185 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump received missing end cap sticker, minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing o-ring.